Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope had an angulation malfunction. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the evaluation it was observed that foreign objects were clogging the nozzle. Due to this clog, the water removability did not meet the standard value. This finding was due to insufficient cleaning or handling of the scope. Upon further inspection, it was also observed that the adhesive on the bending section cover had a white-clouded area. It was also observed that the forceps cannot be inserted smoothly due to a dent on the channel tube. It was observed that the mouthpiece was loose due to the rotation stress of the water supply connector when attached to the scope connector. It was also observed that the plastic distal end cover and the distal end had a burn due to a high energy endotherapy accessory being used without ensuring a sufficient distance from the distal end. Lastly, it was observed that the connecting tube had a scratch and a wrinkle due to chemical stress and or a handling issue. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer confirmed that the facility flushes the air and water nozzle with detergent solution. The facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. It was confirmed that there was no deformation in the area where foreign matter remained. It was confirmed that the instructions for use (IFU) is being implemented. The detection method is described in the instruction manual evis lucera gif/cf/pcf type 260 series operation chapter 3 preparation and inspection. Instruction manual evis lucera gif/cf/pcf/sif type 260 series cleaning/disinfection/sterilization edition chapter 3 cleaning, disinfection, and sterilization procedures describes preventive measures. Olympus will continue to monitor field performance for this device.